Event description:
A review of medical records revealed that on an unknown date in 2013, the patient experienced an umbilical hernia that worsened over three to four months.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in process and a supplemental medwatch report will be submitted upon completion of the investigation. The clinical investigation has been attached to the complaint file. Based on the 40 pages of medical records information it appears that the patient had developed an umbilical hernia on an unknown date prior to (B)(6) 2013. There is no documentation in the medical record that confirms an umbilical hernia. Medical records do not reveal whether the patient received any medical intervention for the hernia. There is no documentation in the medical records that shows a casual relationship between the patient's liberty cycler and the patient's alleged umbilical hernia.